Event description:
Customer reportedly obtained results of 131 mg/dl, 210 mg/dl, 119 mg/dl, 240 mg/sl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.